Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 16 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was returned for evaluation. Visual inspection confirmed that the balloon was not in a folded configuration, indicating that it had been subjected to positive pressure. A longitudinal tear was identified in the balloon material, measuring approximately 17 mm in length and extending from approximately 3 mm proximal to the proximal marker band to 12 mm distal to the distal marker band. Examination of the device tip revealed no evidence of damage. Additionally, visual and tactile assessment of the shaft identified no kinks or abnormalities. Both marker bands were present, intact, and showed no signs of damage. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the mustang device confirmed that the reported event is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 16 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.